Event description:
The evita 4 generated an alarm massage 02.71.003. The patient was hand baged. The patient got grady eard and had to be reanimated. No further information about the patient state of health is available.